Event description:
My patient's last eye exam and contact lens evaluation was (B)(6) 2019. Since then, she has ordered her contact lenses online from (B)(4). This company has continued to sell contact lenses to her despite having no active/valid prescription, essentially practicing optometry without a license. She presented today with a significant infection, due in part to this company's refusal to require a valid prescription.